Manufacturer narrative:
The pump was returned to mmdg for evaluation. During the investigation the pump operated within product specifications. Mmdg could not replicate or confirm the complaint. Based on this, no MDR was required.

Event description:
The initial reporter stated that the pump failed to alarm no flow out. The initial reporter indicated that the pump was not in use by a patient. (B)(4).

Manufacturer narrative:
The pump was not returned to mmdg. Because the device was never returned, no testing was performed and the complaint was unable to be confirmed.

Event description:
The initial reporter stated that the pump failed to alarm no flow out. The initial reporter indicated that the pump was not in use by a patient. (B)(4).